Manufacturer narrative:
The date of initial implantation is unknown. This report is submitted may 1, 2017, (B)(4).

Event description:
Per the patient's surgeon, the patient experienced pain and irritation at the implant site. Subsequently, the patient was treated with topical and oral antibiotics (date not reported). The implanted device remains insitu.